Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03019 and -07048).

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2008, and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss or range of motion, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s operative (op) notes reports patient was revised due to acetabular loosening. Revision op report notes the presence of metallosis, posterior wall and central cavitary defects, and a vertically positioned acetabular component. The modular head was removed and replaced. The acetabular component was removed and replaced with a competitor product.